Manufacturer narrative:
This is a follow up report to a medwatch submitted under manufacture report number 9617229-2025-0000084. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported having been diagnosed with a connective tissue disease or disorder since the last time they completed their questionnaire. Follow up findings: per ubc, the event of connective tissue disease or disorder was marked in error by the patient. Event ruled out. Healthcare provider reported right side rupture. The device remains implanted.